Manufacturer narrative:
For devices implanted prior to (B)(6) and/or the service app occurred prior to (B)(6): the device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6). The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent a cervical rf ablation procedure, and has been unable to connect with the scs ipg and the patient controller since the day of the procedure. A company representative met with the patient and was unable to resolve the issue with troubleshooting. Additional troubleshooting and assessement of the patient's ipg logs determined the ipg was inoperable. Surgical intervention may be necessary to resolve the issue.

Event description:
Follow up information received identified the patient's scs ipg was replaced with a new one. Stimulation therapy was reportedly restored postoperatively.